Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with redness, abscess and inflammation that extended beyond the patch perimeter. The patient went to the hospital and the abscess was lanced. The patient was treated with a prescription of oral amoxclav (amoxicillin and clavulanic acid) 500 mg/125 mg tablet (twice daily for ten days). The patient recovered after treatment and was doing better at the time of the report. No additional patient or event information is available.